Manufacturer narrative:
(D6a) please disregard initial implant date. Date is unknown. (H6) health effect - clinical code: 4580 - insufficient information medical device problem code: 1260 - fracture.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during surgical use, the surgeon used k-wire driver to insert glenoid wire, surgeon mentioned glenoid bone is very hard. Glenoid wire broke and snapped off. Part of wire inside glenoid and surgeon removed parts or pieces from the patient. The glenoid wire retrieved. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-ray received. Sales rep was unable to obtain photos. The device will be return.

Manufacturer narrative:
(H3)the broken device reported may have been the result of applying a bending moment to the wire which led to fracture of the tip.